Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was found to not have a sufficient insertion. Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for needle pull tensile strength and the devices met performance specifications.

Event description:
It was reported that a patient underwent a partial hepatectomy procedure on (B)(6) 2012 and suture was used. During the procedure, the needle pulled off the suture. The procedure was completed with a like device. There were no adverse patient consequences.